Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Blood glucose value was 146 mg/dl. The customer was unable to clear the button error alarm by removing the battery. The customer also reported that the insulin pump alarmed motor error during basal delivery. The device was not exposed to a magnetic field. Customer does use the sensor feature and is unable to complete the rewind sequence. Blood glucose value was at the time of the motor error is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.